Manufacturer narrative:
A maquet service technician was on site and investigated the unit in question. The technician replaced the circuit breaker and the unit was tested for electrical safety and functionality. All tests were performed successfully. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted if new information has been received.

Event description:
It was reported that the hcu40 displayed an alarm during patient treatment(the user does not remember which one) and then the device stopped. The user exchanged the hcu40. There were no negative consequences to the patient. (B)(4).